Event description:
Alleged when the hi/low is in the down position, the head section will not rise up.

Manufacturer narrative:
The facility's biomed replaced the hydraulic manifold to repair the bed.